Manufacturer narrative:
H6: investigation summary 2 samples were received by the customer for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Samples were connected to a bd syringe and attempted to flush blue dye water through the set. Sets were able to primed. The customer complaint that the connector became hardened and nothing was able to pass through the connector was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the minibore tri-fuse ext, 3iv cnntrs, 3ckvs became blocked/occluded after medication was infused through the port. The following information was provided by the initial reporter: "after medication was infused through the red port, the maxzero connector became hardened and nothing was able to pass through the connector."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the minibore tri-fuse ext, 3iv cnntrs, 3ckvs became blocked/occluded after medication was infused through the port. The following information was provided by the initial reporter: "after medication was infused through the red port, the maxzero connector became hardened and nothing was able to pass through the connector."